Event description:
The treating doctor reported that the patient had tooth loss (ll7). No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause provided. Align's clinical review of available records show that ll7 exhibited no significant bone loss and had a small occlusal class I amalgam restoration. The treatment plan included 0.5-0.7 mm of distalization and approximately 1 mm of intrusion for the lower left molars. Occlusal attachments were placed on both left and right molars, likely to enhance the predictability of the planned intrusion. According to the updated prescription form, the patient completed 39 out of the 53 aligners from the initial treatment series. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.